Manufacturer narrative:
The customer was provided phone support troubleshooting assistance to resolve the leak by replacing I-beam tubing through pinch valve pv49. (B)(4).

Event description:
The customer reported finding an uncontained leak of 25 ml of clear fluid from a coulter hmx hematology analyzer with autoloader at pinch valve pv49 feed-thru fitting (B)(4). The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.